Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and was hospitalized several times last year. The pt was hospitalized most recently from (B) (6) 2010 until (B) (6) 2010. The pt had a return of symptoms again on (B) (6) 2010 and was treated by home healthcare. On the morning of (B) (6) 2010, the pt went to the ER and was discharged. The pt returned and was admitted to the hosp on (B) (6) 2010. The pt's device has not been checked since 2008. The physician planned to verify the stimulator was working. Additional info has been requested.